Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was reported that the customer's device reset and started squirting insulin. The customer's blood glucose level at the time of incident was 144mg/dl. Troubleshooting was reported to be conducted, and the customer was advised to discontinue use of the device. It was reported that the device is being returned and replaced.

Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test, and the pump gave a motor error alarm during the basic occlusion test due to a slightly loose drive support disk. No alarms were noted. The pump was received with a missing end cap sticker, a cracked case at the display window corners, a cracked reservoir tube window corners, broken battery tube threads, and a cracked end cap.